Manufacturer narrative:
The events reoccurred over the last couple weeks from the report date. (B)(4). The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink continu-flo solution sets collapsed prematurely resulting in an unspecified alarm on an unspecified pump. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.